Manufacturer narrative:
Pump received with battery cap broken, the metal and battery stuck inside the battery tube. Unable to verify button error alarm due to battery cap broken and stuck inside the battery compartment. Pump had cracked display window corners, reservoir tube lip, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.